Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient, no intervention was required and a repeat procedure was performed. An endoscopy was performed prior to the bravo procedure and showed the esophagus to be normal. The customer stated that the patient had thick secretions in their esophagus. The defective device has been returned for investigation.

Manufacturer narrative:
Evaluation summary: one delivery system and one capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage and none was noted. The capsule was not attached to the delivery system and the trocar needle was advanced. The delivery system was not bent, the plunger was not broken and had been fully released and the emergency release had not been implemented. The capsule electrodes were visually acceptable and no other damage was noted. As the product was received, the device appeared to have functioned according to specification, and the cause of the failure could not be reliably determined. If information is provided in the future, a supplemental report will be issued.